Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records were not provided. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Customer indicated that device was discarded by the hospital and will not be returned for evaluation. A follow up report will be submitted to rely any additional information. Discarded by the hospital.

Event description:
It was reported that patient underwent revision surgery to remove fractured anchors. No other patient harm was reported.